Event description:
Reporter alleged obtaining the results of 590 mg/dl, 327 mg/dl, and 89 mg/dl on aviva combo system 1 compared back to back with a result of 107 mg/dl on aviva combo system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2. No information was provided on the specific part number involved in this event.